Manufacturer narrative:
(B)(4). Only one MDR report will be submitted for this event, although two different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4).

Event description:
(B)(4) - it was reported by the consumer that the 6891 shower chair seat and right footrest assembly weld were cracked. There was no patient injury reported.